Manufacturer narrative:
The device was tested using automated testing equipment and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. The patient was found in a car and died at home. There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death was unknown. No further information is available at this time.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that upon review of the device session record, intermittent undersensing of vf had occurred prior to the patient's death resulting in loss of vf therapy. Session record was collected during device analysis, and noted a vt-2 episode followed by a vf episode; all other episodes stored on the device were following patient death. Vt-2 episode was reviewed and noted that the device detected and delivered therapy as programmed but noted that upon initial delivery of atp, the rhythm accelerated and when the device continued to deliver all available therapies, these were ineffective. At the end of the episode the device had started to undersense the vf and the device returned to sinus. Several minutes after this episode the device began to sense the vf appropriately again and vf was detected, the device delivered a single therapy that appeared to be successful before the patient fell back into vf. Several seconds later at which point the device continued to undersense vf and no additional episodes were stored prior to the patient's death.